Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the stapler fired once then jammed and would not work afterward. A new stapler was used to complete the case. The patient loss about 500 cc or more due to the product problem.